Manufacturer narrative:
Continuation of d10: product ID 3708660. Serial# (B)(6): product type extension product ID 3708660. Serial# (B)(6): product type extension product ID neu_wrench_acc. Serial# unknown: product type accessory product ID 3387s-40 lot# va24srf serial# unknown: product type lead product ID 3387s-40 lot# va24srf serial# unknown: product type lead product ID 3387s-40 lot# va24srf serial# unknown implanted: (B)(6) 2020: product type lead product ID 3708660. Serial# (B)(6). Implanted: (B)(6) 2020: product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient¿s representative describing the previous surgery as not going as planned. They restated previously reported information that one of the threads did not get into the new generator and now the patient needed another surgery on wednesday to hopefully fix that situation. Revision/replacement was scheduled for (B)(6) 2025. The manufacturer representative (rep) followed up after the revision took place. During the revision, the surgeon did not loosen the set screws all the way and thus the leads were stripped on both sides. Rep stated that the batteries and extensions had to be explanted because of this. The previously reported impedance issues were reiterated. At a later time, the patient rep contacted the agent again repeating previously reported information stating that the patient had two surgeries, first one in (B)(6) and second one in (B)(6), and neither one of the surgeries worked and they were not able to connect the wires to the battery; system is not connected. Healthcare providers were in the process of finding out what could be done for the patient. No new information was provided by the manufacturer representative (rep).

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va24srf product type lead product ID 3387s-40 lot# va24srf product type lead product ID 3387s-40 lot# va24srf implanted: (B)(6) 2020 product type lead product ID neu_unknown_ext implanted: (B)(6) 2020 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The returned device (3708660, s /n:(B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that a conductor was broken at the proximal end of the extension. Analysis identified environmentally assisted degradation of the insulation at the proximal end of the extension. The returned device (3708660, s/n(B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the {x} connector(s) was/were twisted in the molded rubber at the distal end of the extension, consistent with explant damage. The returned device (b35200, s/n:(B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The returned device (3387s-40, lotno:va24srf) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that there was a breach due to environmental stress crack (esc) on the outer insulation of the body of the lead. The returned device (3708660, s/n:(B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: va24srf); product type: 0200-lead; implant date (B)(6) 2020; explant date brand name ; product ID neu_unknown_ext (serial: unknown); product type: 0191-extension; implant date (B)(6) 2020; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was having an implant replacement. After the extensions were connected they were trying to complete the connectivity test and the system was showing that it was unable to verify the configuration. The caller stated that the impedances were high on the left side extension/lead. The caller indicated that they plan to program the patient with the therapy parameters on the right side and schedule the patient to have the extension replaced. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient rep describing the previous surgery as not go as planned. Patient rep restated previously reported information as one of the threads did not get into the new generator and now the patient will need another surgery on wednesday to hopefully fix that situation. Revision/replacement scheduled for (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va24srf. Implanted: (B)(6) 2020: product type lead product ID neu_u nknown_ext. Serial# unknown implanted: (B)(6) 2020: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va24srf serial# unknown implanted: explanted: product type lead product ID 3387s-40 lot# va24srf serial# unknown implanted: explanted: product type lead product ID 3387s-40 lot# va24srf serial# implanted: (B)(6) 2020 explanted: product type lead product ID neu_unknown_ext lot# serial# unknown implanted: (B)(6) 2020 explanted: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating that the cause of the initial impedance remains unknown. A revision is scheduled to address this. The issue remains unresolved as of this report. Explanted devices will be sent in for analysis.